Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a suspected fracture, high impedance values, high thresholds and oversensing. During the explant procedure, the right atrial (ra) lead was believed to have microdislodged due to increasing thresholds and diminished sensing. The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2010. (B)(4).